Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their old implant wasn't hitting the right spot for their pain level and had been "painful as hell for over 6 months." Three, nearly four, weeks ago they got an 'upgrade.' Patient stated their healthcare provider (hcp) pulled one of their leads and repositioned a new one which helped immensely. Agent attempted to gather the new ins information, but patient had a very difficult time following directions in the applications and could not locate model/serial info of the ins in the 'about' menu. Due to the nature of the call, agent did not inquire further about notifying representatives; patient mentioned they had been working with a representative with their new ins, but did not mention notifying them about the issue they had with the prior ins.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.